Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that he had unexplained high and low blood glucose. He called the paramedics and was hospitalized twice due to high blood glucose and dka the first time. The blood glucose reading was over 500 mg/dl at the time the paramedics arrived. The second time his blood glucose was 50 mg/dl when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.